Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse documented the rate changes for a continuous propofol infusion (initiated at 1307) accurately however it was noted that the device showed 28ml remaining. There was no report of patient harm. It was reported that the event occurred in the or with the device programmed in anesthesia mode. Although requested there are no additional event details provided by the customer. The all infusion detail report included a dose range (100mcg/kg/min-170.0 mcg/kg/min).

Manufacturer narrative:
The customer¿s report of an underinfusion with 28ml remaining was not confirmed. The pcu event log recorded that the pcu was powered on at 1:06 pm on (B)(6) 2017. Propofol 200mg/20ml was programmed for a patient weight of 70.5 kg, dose 100 mcg/kg/min, rate 42.3ml/hr and vtbi 24.774ml which was the volume detected in the syringe. During the infusion the dose was titrated multiple times ranging between 125 - 170 mcg/kg/min. At 1:41 pm the calculated volume remaining in the syringe was 2.0469 ml. A bd 20 ml syringe was then selected with a detected volume of 10.646 ml. The infusion was restored at 170 mcg/kg/min. The infusion completed at 1:50 pm and the user selected a terumo 30 ml syringe with a detected volume of 28.4139ml. The infusion was again restored at 170 mcg/kg/min. The dose was titrated multiple times ranging between 100 - 150 mcg/kg/min. At 2:18 pm the calculated volume remaining in the syringe was 1.8358ml. At 2:18 pm a bd 30 ml syringe was selected with a detected volume of 26.2685ml and the infusion was restored at 150 mcg/kg/min. At 2:36 pm the unit was channeled off with a calculated volume of 18.4991 ml remaining in the syringe. Testing of the syringe module found the device was functioning normally. There were no irregularities observed. The root cause of the reported event was not identified.